Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a self-reported blood glucose of 45 mg/dl and questions about whether the device reduces or suspends insulin during low glucose. Symptoms included low blood glucose with associated hypoglycemia. Outcomes included user self-treatment with 23 g of carbohydrates, subsequent glucose recovery into the 80¿90 mg/dl range during the call, and no hospitalization. Investigation included user troubleshooting and education regarding treatment of hypoglycemia and the 15/15 rule, as well as review of device behavior related to insulin modulation during low glucose. Investigation of this case revealed no device alerts or alarms reported and no evidence of device malfunction based on the information provided. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate user guidance provided and resolution achieved. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.